Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis from july 22 to july 26 with blood glucose up to 1200 mg/dl. The customer was passed out due to high blood glucose and fractured ankle went back wards. The customer had experienced symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer was treated with insulin pump and manual injection. Auto mode was not active. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.